Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: evaluation statement- the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the batch review 3706536 showed that the devices were conformed to in process and finished goods specifications when released to stock the 9 july 2013. Expiration date: 2016-05 (according to retained labels). No nc was opened. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during an acl repair that her modular tenodesis driver became twisted when the surgeon was implanting a milagro 9 x 23 advance screw. The surgeon had to torque very hard to insert the screw into very hard bone when the driver twisted and the top two thread of the screw broke off. The surgeon was able to remove the broken pieces of the screw and left the screw itself securely in the bone hole. The surgeon completed the procedure with no patient consequences or delay. The sales rep reported that it was a btb procedure and that the surgeon notched and tapped. No patient information was given.